Event description:
A report was received that the patient had discomfort at the ipg site. The patient had pocket revision wherein the ipg was moved slightly above on the original location. The patient was doing well post operatively.